Manufacturer narrative:
Initial reporter address 1:(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8atm. The device was removed using normal method without issue and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.